Event description:
This rv lead was implanted on (B)(6)2001. A call to technical services on (B)(6) 2011 states that this lead is possibly fractured. Noise reported. Patient's (B)(6) own rhythm comes through so unknown if this noise inhibits pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).